Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On 07/27/2025, it was reported that the patient experienced inaccurate cgm values and loss of consciousness. The patient did not remember what the cgm reading was at that time. An ambulance was called by the patient´s child and the patient was brought to the hospital. At the hospital the patient was treated with intravenous glucose. When a fingerstick was taken after treatment, the cgm reading was 22.0 mmol/l, and the blood glucose reading was 16.0 mmol/l. No further treatment was reported to be needed and after 10 hours the patient was discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, hypoglycemia, and loss of consciousness.